Event description:
Dealer alleges the user claims they smelt a burning smell and the left is having issues now, left motor seems to be dragging. When in neutral and pushing the chair, it is hard to push the left side, and when in gear the chair veer to the left.

Manufacturer narrative:
The device was evaluated by the returns department which found that there was a burning smell as the wires were burnt and the brake cap was discolored from heat. The underlying cause is that the park brake did not fully disengage and dragged during motor function.

Event description:
Dealer alleges the user claims they smelt a burning smell and the left is having issues now, left motor seems to be dragging. When in neutral and pushing the chair, it is hard to push the left side, and when in gear the chair veer to the left.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.